Manufacturer narrative:
There was no unexpected freezing of numbers noted, time advances normally. There were not any unexpected a21 alarms and no unexpected scrolling of numbers noted during testing. There was intermittent button response on the up arrow button due to corroded keypad traces. The unit passed displacement test and alarm test. The unit had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 190 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.